Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. The right ventricular set screw of the implantable cardioverter defibrillator failed to connect the lead properly. The physician exchanged the device during procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
The implantable cardioverter defibrillator was returned for the reported event of right ventricular set screw not connecting properly. Analysis found the set screw was disengaged from the connector block form unscrewing it too far. Once re-engaged, no anomalies were noted. The reported event was confirmed and attributed to procedural damage.